Event description:
The customer reported on (B)(6) 2014 his blood glucose history is as follows: see scanned table. There were no carbohydrate counts or insulin dosages reported. He decided to remove the pod and realized the cannula was bent. He stated there was nothing unusual during the filling process.

Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported bent cannula or to determine whether it contributed to the hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.